Event description:
It was reported that a malfunction occurred with the pump after it was dropped by the caller. There was no adverse impact to the customer's blood glucose level. Technical support informed the caller that the malfunction was not resettable, and they proceeded to send a replacement pump with updated software. The caller was advised to use multiple daily injections as a backup therapy to maintain insulin delivery.